Event description:
It was reported that the patient¿s ilet was not in use due to difficulty inserting cartridges, and guidance was provided to obtain appropriately sized cartridges from the designated pharmacy and to use multiple daily injections if directed by the healthcare provider after disconnecting from the ilet for two hours. Symptoms included hyperglycemia with a reported blood glucose of 490 mg/dl. Outcomes included elevated glucose requiring troubleshooting and education. Investigation included outreach to the patient and caregiver for troubleshooting and education. Investigation of this case revealed user difficulty with cartridge fitment that resulted in the device not being worn, which contributed to high glucose while off therapy. It was concluded, based on previously established findings for similar reports, that use error related to cartridge handling and therapy discontinuation was the most likely cause.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.